Event description:
It was reported that the v60 ventilator had an error code indicating check vent: 3.3 v supply failed. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Power management (pm) printed circuit board assembly (pcba) was ordered and replaced to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10 per the biomedical (biomed) engineer, a power management (pm) printed circuit board assembly (pcba) was ordered. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 updated contact information and contact office entity.